Manufacturer narrative:
This report filed february 4th, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an incomplete insertion due to a cochlea abnormality. The patient was reimplanted with a new device during the same surgery.